Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the surgeon could not properly position the lens posteriorly during surgery, possibly due to procedure-related complication (positive vitreous pressure). The lens was subsequently explanted and exchanged for a monofocal lens. The explanted lens has been discarded by the user facility and therefore is not available for eval. Add'l info has been requested but has not been rec'd.